Event description:
Date of injury: unknown; reported to perch on 3/3/2022: customer reported that the product burned the skin on their back, which scabbed over. Customer also reported that the product no longer worked after this event. We have requested further information from the customer that we have not yet received as of making this report. We are continuing to investigate this report. Testing for electrical value and prop65 are a pass. (B)(4). FDA safety report ID# (B)(4).